Event description:
The event is reported as: while paramedics were bagging a pt with the rusch resuscitator, the pt's secretions came through the tube, through the peep valve on the resuscitator bag and then onto the caregiver. No injuries or medical interventions reported.

Manufacturer narrative:
The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.